Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5082032. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported by the patient via maude report mw5082032 that she underwent foot surgery on an unknown date in 2018 and suture was used to close deep incision. Three weeks post op, the skin sutures were removed. One week later, on (B)(6) 2018, the patient experienced swelling and pain in the area. The physician manipulated the foot and removed a suture. The physician opined that there was an issue with the implanted suture. The surgeon cultured the pus from the wound and treated the patient with antibiotics and dressing. The patient was evaluated in (B)(6) 2018 with additional swelling and pain. The patient reports possible indication of second procedure to remove remaining suture. Additional information has been requested.